Event description:
The company was notified on (B)(6) 2014 of an alleged incident occuring on (B)(6), 2013 at the patient's private residence in (B)(6). The alleged incident was described to the company as the following by the home health care distributor: the patient was a (B)(6) female who suffered from pulmonary fibrosis. On (B)(6) 2013, she was released from the hospital after being treated for pneumonia and was discharged home with an eclipse 2 portable oxygen concentrator. On (B)(6) 2013, the patient passed away. It was reported to the company that the eclipse oxygen concentrator was suspected to have caused the patient's death. The company is still investigating the alleged incident.